Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering. They stated that pump would alarm dose done and the bag was still full. Mmd did follow up with the initial reporter. They did not report any adverse effects to the patient. No additional information was provided. (B)(4).